Event description:
Wife of home patient(hp) reported the supply line spike of the homechoice set disconnected from the solution bag during treatment phase dwell 5 of 6. Hp stopped treatment at time of system error 2240 alarm. Hp was diagnosed with peritonitis the same day. Hp was treated outpatient with 7 days of ancef and tobramycin, ip and has recovered. Rn of hp does not know the cause of the infection.